Manufacturer narrative:
No report of patient involvement. The customer biomed troubleshot the issue with remote assistance from a ge healthcare service representative. Ge healthcare recommended to the hospital to replace the compact flash card. No further information on resolution of the issue is available.

Event description:
The hospital reported the unit went into a system reset. There was no report of patient involvement.